Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: expiration date: unknown / not provided.

Event description:
The doctor reports that the item is fractured at the tip. The doctor reports that the procedure was concluded.